Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported failure was confirmed and replicated. The usm was tested on an in-house system and failed in normal mode as error 31199 was triggered along with errors 32097, 32096, 32114 and 1126. After reviewing the error log system, error 1126 occurred after error 3119, causing a communication problem and triggering several communication errors. The unit was also tested on a testing platform and failed the fiber test on the clockspring.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable errors on the system, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed error 23003 on the screen upon starting the system and replaced universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, the failure analysis is not completed. The complaint regarding recoverable errors on the system was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: an usm was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the customer reported that they had recoverable errors twice on the system. The customer reported that they had 31199 errors on universal surgical manipulator (usm) 3. The technical service engineer (tse) viewed error logs and saw 25730/32114/31199 errors on the acs/acm node of usm 3. The customer reported that they are done with the robot portion of the case. The customer was finishing the non-robotic portion of the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.